Manufacturer narrative:
Patient country: united states. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered infection at the infusion site and was managed by prescriptive antibiotics on (B)(6) 2024. No further information was available.